Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent changes in impedance measurements with no conclusive evidence of a product performance issue or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Engineering analysis and testing of returned products has determined that repeated, small movements of the lead terminal ring along with variances in the connection contact force and surface roughness can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurement.

Event description:
It was reported that this pacemaker exhibited battery longevity fluctuations, as several months prior, the device indicated 3 years left but later showed 5 and a half years. Technical services (ts) reviewed the device data and noted that a lead safety switch (lss) had been triggered on the non-boston scientific right atrial (ra) lead, automatically reprogramming the lead from bipolar to unipolar configuration due to high out-of-range pacing impedance measurements. Several stored atrial tachy response (atr) episodes had been observed, and the right atrial automatic threshold (raat) test could not be completed, which triggered suspension of the raat testing, and automatic maximum pacing output. The ra lead was reprogrammed back to bipolar with a lower pacing output, which caused a power consumption decrease and the longevity fluctuation. A battery analysis was performed and confirmed that the device exhibited normal battery depletion behavior. No adverse patient effects were reported. This pacemaker remains in service.

Event description:
It was reported that this pacemaker exhibited battery longevity fluctuations, as several months prior, the device indicated 3 years left but later showed 5 and a half years. Technical services (ts) reviewed the device data and noted that a lead safety switch (lss) had been triggered on the non-boston scientific right atrial (ra) lead, automatically reprogramming the lead from bipolar to unipolar configuration due to high out-of-range pacing impedance measurements. Several stored atrial tachy response (atr) episodes had been observed, and the right atrial automatic threshold (raat) test could not be completed, which triggered suspension of the raat testing, and automatic maximum pacing output. The ra lead was reprogrammed back to bipolar with a lower pacing output, which caused a power consumption decrease and the longevity fluctuation. A battery analysis was performed and confirmed that the device exhibited normal battery depletion behavior. No adverse patient effects were reported. This pacemaker remains in service.